Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant medical products: 4968-35 lead, implanted: (B)(6) 2009; 407645 lead, implanted: (B)(6) 2009.

Event description:
It was reported by the patient that their implantable cardioverter defibrillator (ICD) was moving around in their chest and flipping. The patient was brought in for device repositioning and pocket manipulation; however, on x-ray it was noted that the superior vena cava (svc) coil of the right ventricular (rv) lead had dislodged and pulled up into the subclavian vein. The physician opted not to reposition the device. Both the device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.